Event description:
The customer reported that during a shoulder arthroscopy, the tip of the suture hook broke off in the pt's joint and was retrieved arthroscopically. There was no injury associated with this event.

Manufacturer narrative:
No medwatch form received from user facility. All sections on this form completed by the MFR. Investigation results: the suture hook was returned to conmed linvatec for evaluation. The detached portion was not returned. An evaluation of the returned portion found the needle tip detached at the weld. Further investigation found the material of the suture hook with a torn appearance. A review of product history found one similar report for this failure mode. This failure mode will continue to be monitored.